Event description:
New information received specifies that the right ventricular lead exhibited inappropriate shock due to post-sensed t-wave over-sensing. It also exhibited low pacing impedance. During rv lead reposition procedure, the rv lead would keep dislodging.

Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2023-42320 submitted on 13 sep 2023 should have not been empty. Correction: d6b - date of explant in in 2017865-2023-42320 submitted on 13 sep 2023 should have been "21 aug 2023" rather than being empty.

Manufacturer narrative:
The reported events of over sensing, inadequate capture, and low lead impedance were not confirmed. A full lead was returned for analysis. Electrical testing and specification measurements were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-42321. It was reported by the patient that the right ventricular lead exhibited inappropriate shock. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited inappropriate shock due to t-wave over-sensing. It was also found that the rv lead exhibited r-wave amplitude variation, low lead impedance, and high capture threshold. It was believed that the patient had twiddler's syndrome as the implantable cardioverter defibrillator (ICD) was found to be migrated. The rv lead was explanted and replaced, and the ICD was repositioned during the same procedure on 21 aug 2023. The patient was discharged home in good condition.